Manufacturer narrative:
Device evaluation: the suspect device was evaluated and the alleged failure could not be duplicated. A visual test and a fluid test were performed. The failure could not be confirmed and the product performed according to specifications. No conclusion could be drawn. Evaluation codes: method: other: complaint data was reviewed and there were no other complaints for this lot and failure mode. Results: check relief valve.

Event description:
During an angioplasty, the check relief valve appeared to break and blood was coming into the syringe. The clinician replaced the kit, and the procedure was completed without complication.